Manufacturer narrative:
Evaluation of the submitted log file confirmed the report of pump power elevations which appeared to be associated with pulsatility index events. The report of red heart alarms was identified to be low speed operation and pump stoppage events. A root cause for these events could not be conclusively determined. The patient remains ongoing on pump support and no further pump stoppage or other issues were reported. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the clinical representative on 03/14/2016 stated that the patient was discharged home on (B)(6) 2015. It was unknown if there was a physiological connection explaining the number of pulsatility index events. According to the hospital's circulatory support team, no further pump stoppages or other issues have occurred. The manufacturer's technical services representative clarified that the date of the low speed event observed in the additional log file was (B)(6) 2015.

Manufacturer narrative:
The patient weight not provided. (B)(4). Approximate age of device - 13 days. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing spikes in pump power values with audible and visual red heart alarms. The patient was asymptomatic with no reported injuries review and analysis of the submitted log file by technical services indicated that on (B)(6) 2015 at 6:09:46 pm, a momentary pump stoppage event occurred which may have been caused by a high current event. The log file data also confirmed some pump power level increases that appeared to be associated with a significant amount of pulsatility events. Additional data log file information was sent to technical services on 12/18/2015 which confirmed a low speed event on (B)(6) 2015. No further information was provided.